Event description:
It was reported that during the implant procedure, when the patient was placed with the right ventricular (rv) lead, the lead had "bad sensing and poor thresholds." After repositioning the lead, the lead helix would not extend. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the inner tubing was kinked/buckled and there was blood in/on the helix/lobe mechanism.